Manufacturer narrative:
A ge rep performed an onsite investigation. The interconnect cable assembly, the x-ray tube, and the igbt snubber assembly were replaced. The filament was calibrated and the arc test was successful. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed an overload error message at the end of an exposure and there were low kv/ma error messages. After rebooting the system it would not capture fluoroscopic images. No pt injury was reported.